Event description:
The pt had a pocket revision due to device migration in 2008. The bsn rep was informed five days later, that the pt passed away during the weekend. No further info is available at this time.